Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: (B)(4) 2019. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. The fse advised the customer to replace the power management board and the power switch overlay. The customer replaced the power management board and the issue was resolved.

Event description:
It was reported that the unit declared an error 1105 (alarm led failed). There was no patient involvement. The event date was not specified; estimate used.